Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This coolflow pump was manufactured before september 24, 2014, therefore no UDI is applicable for this product with (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow pump, and a flow issue occurred as the pump would change flow rates on its own. The pump was in automatic power control mode. Ablation was allowed, but the pump has to be manually turned on as it wasn't communication with stockert generator. However, no ablation was performed during the issue. A different system was brought in to complete the procedure. No errors populated when the issue occurred. A non-navigational thermocool catheter was being used. The procedure was completed with no patient consequence. This issue is MDR reportable because if the ablation is initiated and the irrigation pump does not change to high flow rate, there¿s a potential risk for patient injury. In the same procedure, not MDR reportable cable issues (bent pin and connector problem) occurred on the carto 3 system. For these issues the risk to the patient is remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow pump, and a flow issue occurred as the pump would change flow rates on its own. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).